Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect.the sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event.the user reported an infection on the insertion site,with symptoms of soreness and a bubble appearing on the sensor site, which opened afterwards with drainage.the infection was confirmed by the hcp and the symptoms first appeared on (B)(6) 2025.the hcp was aware of the event and user was prescribed with mupirocin ointment to treat the infection.

Event description:
Senseonics was made aware of an incident where user reported an infection on the sensor site, with symptoms of soreness and a bubble appearing on the sensor site, which opened afterwards with drainage.the infection was confirmed by the hcp and the symptoms first appeared on (B)(6) 2025.the hcp was aware of the event and user was prescribed with mupirocin ointment to treat the infection.